Event description:
Healthcare professional reported left side device rupture diagnosed by ultrasound. The device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d9, e1, g4, h3, h4, h6, h11.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side device rupture diagnosed by ultrasound. The device has been explanted and not replaced.